Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6), implanted: (B)(6) 2024, product type extension. Product ID b3400060m, serial# (B)(6), product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, the patient experienced bruising and pain around the generator, and the extension wire appeared to pull up when the patient turned their head. Upon opening the pocket, a small hematoma and thick scar tissue enveloping the wires as they exited the generator were observed. Scar tissue was cut to release tension on the wires and battery, and the hematoma was drained. The issue was resolved at the time of the report, and the device remains in service.